Event description:
The following has been reported: biomed reported: it was report tthat the pump was defective. Searched the history logs and found pump problems on the following dates and times: (B)(6) at 2:03,3:41,9:42, and (B)(6) at 11:02. Customer cleaned the av (actuator valve) and cassette pins. No patient harm. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.